Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the cgm was displaying 230 mg/dl and based on the cgm value, the patient treated themselves with an insulin injection. An hour after dosing insulin, the patient passed out. The patient did not have any other symptoms prior to passing out. The patient's husband called 911 and the patient was transported to the emergency room. When they arrived at the ER, a finger stick was checked, and the patient's bg was 140 mg/dl. It is unknown what the cgm was displaying during this time. The patient was not provided any medications in the ER and regained consciousness after resting in the ER. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.